Manufacturer narrative:
H6: investigation summary: no sample or photo was available to bd for evaluation. Although in the batch history, corrective maintenance and records of quality notifications records were found that could lead to the reported defect, without samples and photos it is not possible to confirm the reported defect. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: a nurse reports that when performing a venipuncture, the safety device did not retract the needle into the device's body, creating a risk of accident due to a sharp material to the professional.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract. The following information was provided by the initial reporter: a nurse reports that when performing a venipuncture, the safety device did not retract the needle into the device's body, creating a risk of accident due to a sharp material to the professional.